Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slowly. The customer's blood glucose level (bg) was 50 mg/dl. Reportedly, the customer over corrected. The customer consumed a sugary drink to address bg level. Reportedly, the customer continued to charge the pump and resumed insulin therapy.